Manufacturer narrative:
The investigation determined that four higher than expected ckmb quality control results were obtained from a non-vitros qc sample processed using a vitros eciq immunodiagnostic system. The assignable cause for the events is unknown; however, the possibility that a vitros eciq system performance issue contributed to the results could not be ruled out as the start of the issue correlates with a maintenance event and was resolved after service actions. The investigation found no evidence to suggest the vitros ckmb reagent had performed unexpectedly.

Event description:
The customer observed higher than expected ckmb quality control results obtained from a non-ocd level 1 quality control fluid processed using a vitros eciq immunodiagnostic system. Control level 1 ckmb = 4.77, 5.18, 5.73, 4.81 ng/ml vs. The expected result of 2.77 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient samples were affected; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).